Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged flush tube guide. As a result, there was rattling in the housing. A visual inspection revealed that the dislodged flush tube guide caused the pitch cable to become loose at the idler pulley. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. The probable root cause of a loose pitch cable is attributed to a loss of cable tension due to a dislodged flush tube guide. Cracked pulleys, shafts, disks, and dislodged flush tube guide inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A dislodged flush tube guide at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.